Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient associated with this device; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2019-00022 was submitted in error, and is hereby retracted.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient underwent endovascular treatment for a thoracic aortic aneurysm and two gore® tag® thoracic endoprostheses were implanted. Intraoperatively, a type iii endoleak from the overlap junction of the two devices was observed. No additional treatment was performed as the leak was thought to be a delay leak. On (B)(6) 2016, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder® aaa endoprostheses, with placement of a non-gore bare metal stent within the left external iliac artery. Additionally, bypass of the left internal iliac artery and the left external iliac artery was performed. On unknown date in 2016, a new aneurysm within the aortic arch was identified. On (B)(6) 2016, the patient underwent reintervention and an additional conformable gore® tag® thoracic endoprosthesis was implanted just distal to the left common carotid artery and the left subclavian artery was embolized with vascular plugs to treat the aortic arch aneurysm. The patient tolerated the procedure with no evidence of endoleak. On unknown date, enlargement (amount unknown) of the arch aneurysm was reported to be caused by an unknown type of endoleak. On (B)(6) 2018, the patient underwent reintervention and intraoperative imaging identified a type iiib endoleak from the fabric of the distal endoprosthesis originally implanted. An additional conformable gore tag® thoracic endoprosthesis was implanted to cover the suspected damaged section of the fabric. A relay stent graft was also implanted proximally to provide additional coverage. Final angiography showed the type iiib endoleak had resolved. The patient tolerated the procedure.